Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited multiple primary audible alarms and auxiliary control unit (acu) watchdog failures. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were non-original equipment manufacturer upon receipt, and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, no physical or other damage was found on the speaker. Root cause of the reported issue is unknown as no fault was found with the device. Replaced the speaker as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.